Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a mma (middle meningeal artery) embolization for subdural hematoma without the use of anesthesia, the physician noted that the patient felt a tingling feeling during the detachment of the target coil. The procedure was completed with non-stryker coils. Additional information indicates that the physician was aware that patients could potentially feel an electric tingle of sorts due to the location of work, lack of sedation/ anesthesia and the electrolytic detachment of the coil(s). The reported patient complication is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to the reported event 'patient complications' and 'patient neurological deficit.'

Event description:
It was reported that during mma (middle meningeal artery procedure without use of anesthesia, the patient felt in pain and tingly feeling. Inevitably, the coils were changed out to medtronic fiber coils. It was unknown what type of coils were used for this event as the physician has not used stryker coils for this procedure type since. No other information provided.

Event description:
It was reported that during mma (middle meningeal artery procedure without use of anesthesia, the patient felt in pain and tingly feeling. Inevitably, the coils were changed out to medtronic fiber coils. It was unknown what type of coils were used for this event as the physician has not used stryker coils for this procedure type since. No other information provided.